Event description:
(B)(4) clinical trial. It was reported post a percutaneous coronary intervention with stent implantation stent restenosis occurred. The patient was referred for cardiac catheterization. The target lesion was located in the proximal rca (right coronary artery). It was described as 12mm long, with a vessel diameter of 3.0 mm and 90% stenosis. The lesion was treated with direct stenting using a 3.00x12mm taxus element stent with 0% residual stenosis. The patient was discharged the following day on aspirin and ticagrelor. Post index procedure, in (B)(6) 2012, the patient was admitted for re-evaluation rca. The angiography revealed 80% in stent restenosis and was treated with placement of a drug eluting stent with 0% residual stenosis. The patient was discharged the following day.

Manufacturer narrative:
Patient identifier (B)(6). Date of birth: (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).